Event description:
Pct went to plug the bed into an electrical outlet. Sparks flew with minimal electrical fire causing circuit to trip in the wall. The ventilator in the next room over switched to battery power causing no adverse effects to that pt. Plugging bed into outlet caused sparks, slight electrical fire. No adverse effects to any staff, visitors or pts. Pt was moved to another room. Bed was taken out of service and tagged. Room was blocked for eval by plant ops.